Manufacturer narrative:
No conclusion can be made or root cause determined, as the reported event could not be confirmed. The package insert contains the following information for the health care practitioner. "Adverse effects: when cryotherapy is selected as a treatment modality, close monitoring of the patients response to cryotherapy treatment is critical". "Localized reaction to cold: localized reactions to cold may include chilblain, frostbite, or immersion syndrome". "Special considerations: individual sensitivity to a cryotherapy application varies. It is important to periodically check the color and sensitivity of the skin at the treatment site. The patient should be instructed that if the skin appears discolored or feels numb, immediately discontinue the cold therapy treatment and notify your health care practitioner". "Warnings: the licensed health care practitioner determines the appropriate treatment for each patient".

Event description:
Per medwatch report (B)(4), patient.."was injured requiring medical treatment to patient's right foot ("underlying injury"), "thereafter, patient underwent surgery for the right foot. "On or about (B)(6) 2010, patient was prescribed the use of the ctu, as part of the treatment for the underlying injury. "Since ending the use of ctu, patient discovered that the ctu caused the complained of personal injuries." Patient has suffered: pain, suffering, and inconvenience, disfigurement, physical impairment." The allegations of the complaint are unverified.

Manufacturer narrative:
Information received via medwatch report ((B)(4)). No product was returned to manufacturer. Current information is insufficient to permit a conclusion as to the cause of the event. Date of event - unknown. Device manufacture date - unknown. Not returned to the manufacturer.